Event description:
It was reported that, "the device did not fit and would not set properly."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Hospital disposed of implant in their own disposable methods.